Event description:
Facility ((B)(6)) reported "venous needle came out of patient's arm". Patient lost greater than 100cc of blood. Patient became unresponsive with no pulse noted. Patient was given normal saline through arterial needle. CPR initiated. Patient arouse with pulse upon transfer to hospital per (B)(6). Needle was noted to have 1 piece of tape left on it. Patient returned to clinic on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21cfr part 803. We cannot rule out causality. From reserve sample evaluation and device history record review, there was no abnormality found and the complaint lot met the qa specifications prior releasing it to the market. There was no malfunction on the needle itself. Based on the information provided by the clinical manager, the needle dislodgement occurred after 2hrs and 48mins into the usual 3hrs & 30mins dialysis treatment. The possibility exists that the patient might have moved, or suffered other serious medical event(s) which caused patient movement and the needle set or blood lines might have caught on something which caused the needle set to be dislodged from the access site. Some of the other possible factors that might result in the dislodgement of the needle set are (I) poor quality of tape / poor adhesion strength of the tape, (ii) gravitational pull on the avf set, (iii) disinfectant / lotion / medication used on the patient, (IV) patient's perspiration, (v) patient's skin condition, (vi) cannulation angle. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of jmss product. Jmss will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers. Sample was not returned to manufacturer